Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection with the use of the device in a surgical procedure, the knife blade pushed tissue rather than cutting when used for cutting without energy. The device was reported to be unable to cut at all. The jaws were reported to not seal properly, with sealing described as inadequate or partial despite evidence of energy delivery and end tones heard, and minimal bleeding was reported after cutting. The tissue being sealed at the time was thin omentum, and approximately three good seals occurred before the issue. The device was connected to a generator, and another device was used successfully with the same generator without issue. There was no patient injury.